Manufacturer narrative:
Pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose value was unknown. Customer reports there is fluid under the lcd display. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.